Manufacturer narrative:
Correction: b5 - should have included revision date (24 sep 2020) in the initial report.

Event description:
It was reported that a patient presented to the electrophysiology lab with an implantable cardioverter defibrillator that appeared to had shift. All device functions were normal. The device was repositioned on 24 sep 2020. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the electrophysiology lab with an implantable cardioverter defibrillator that appeared to had shift. All device functions were normal. The device was repositioned. The patient was stable.